Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. The tip, balloon, marker bands and proximal weld were microscopically inspected. Inspection revealed a burst in the balloon material, 30 mm in length. Inspection of the remainder of the device, revealed no other damage or irregularities. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and withdrawal resistance occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified artery below the knee. A 3.0 mm x 150 mm x 150 cm coyote balloon catheter was advanced to dilate the lesion. When the balloon was initially inflated, it was noted that the balloon was unable to dilate completely and when attempted to dilate by applying a pressure by stages, the balloon ruptured at 14 atm. Resistance was encountered while withdrawing the device, however no segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture and withdrawal resistance occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified artery below the knee. A 3.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion. When the balloon was initially inflated, it was noted that the balloon was unable to dilate completely and when attempted to dilate by applying a pressure by stages, the balloon ruptured at 14 atm. Resistance was encountered while withdrawing the device, however no segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.